Event description:
Patient was hospitalized for treatment of a non calcified, non tortuous, 70% lesion. The lesion was pre-dilated. One endeavor drug-eluting stent was implanted and post dilation resulted in a coronary dissection. Slow flow was noted during the procedure and this was felt to be the result of a wire dissection and less likely a distal embolization. The patient was maintained on integrilin drip post procedure. Enzymes did increase post procedure indicating a post procedure mi. The patient was treated with medication and discharged from hospital in stable medical physician condition.

Manufacturer narrative:
Eval codes - results: dissection, mi.